Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 years and 8 months following the implant of a transcatheter aortic valve, potential hyperattenuated leaflet thickening (halt) and thrombus were identified. Additional information was received that 6 years and 9 months following the implant of the valve, the transcatheter valve failed and valvular stenosis was observed. Subsequently, the valve required re-intervention.

Manufacturer narrative:
Image review: one 3mensio video clip scrolling through evolut provided. Prosthetic leaflets appear calcified. Report review: imaging services case report provided from 1/15/2026. Evolut appears fully expanded. Implant depth is deep (left coronary cusp (lcc) 7.2 mm, right coronary cusp (rcc) 7.7 mm, and non-coronary cusp (ncc) 4.9 mm). Prosthetic leaflets appear calcified. Possible plaque/thrombus vs inadequate contrast filling noted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.